Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of device found evidence that failure mode was due to bending overload. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose."

Event description:
It was reported patient underwent an acl procedure on (B)(6) 2013. During the procedure, a nitinol guide wire was used to implant a screw and fractured as it was removed. Surgeon was unaware the wire fractured and a piece remained in the patient. Subsequently, patient was revised on (B)(6) 2013, due to pain from the fractured piece of the wire migrating into the joint. The fragment of the fractured guide wire was removed.